Event description:
Event date: 19 oct 24, implant date: on (B)(6) 2024. Event was reported as weaving defects. The surgical graft was used as a circulation line for aortic replacement procedure, and after clamp released, surgeon found blood eject from the surface of surgical graft (not the anastomosis site).

Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions: no patient consequences were identified during initial event intake form. Health impact: 2199 - no health consequences or impact: no patient consequences were identified during initial event intake form. Medical device problem: 1494 - off- label use: the device is contraindicated for ex anantomical use. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: 4 year review was performed for leakage > event description (circulation line) with gave an occurrence rate of 0.004%. Increasing trend was identified requiring action at this time. 4111 - communication/interview: awaiting further information from the site. 3331 - analysis of production records: a comprehensive batch review was performed to review the manufacturing process from raw materials to finished product. No issues were identified. No causal link was identified between the device and the event. 4117 - device not accessible for testing: device not returned by the site for testing. Investigation findings: 3233 - results pending completion of investigation: investigation conclusion: 11 - conclusion not yet available:

Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions: no patient consequences were identified during initial event intake form. Health impact: 2199 - no health consequences or impact: no patient consequences were identified during initial event intake form. Medical device problem: 1494 - off- label use: IFU 301-199 polyester multi-product row gelita set b states in section 1.3 contraindications. Gelsoft and gelsoft plus prosthesis are contraindicated for thoracic and extra anatomical use. Component code: 4755 - part/component/sub-assembly term not applicable, type of investigation: 4110 - trend analysis: 4 year review was performed for leakage > event description (circulation line) with gave an occurrence rate of (B)(4). Increasing trend was identified requiring action at this time. 4111 - communication/interview: additional information received which confirmed, the size of the hole was very small - 0.05mm. The hole was noticed when there was perfusion to the graft. The hole was fixed with a suture. Graft was used for bypass, no damage to graft before use. The surgeon decided to use a gelsoft plus device instead of gelweave device for circulation line. No further device was used. As the patient only required a small graft. Atraumatic clamp were used. The patient total blood loss was 3ml - 5ml within 5 mins. The patient was fine and without adverse event. 3331 - analysis of production records: a comprehensive batch review was performed to review the manufacturing process from raw materials to finished product. No issues were identified. No causal link was identified between the device and the event. 4117 - device not accessible for testing: device not returned by the site for testing investigation findings: 4248 - usage problem identified: IFU 301-199 polyester multi-product row gelita set b states in section 1.3 contraindications. Gelsoft and gelsoft plus prosthesis are contraindicated for thoracic and extra anatomical use. Investigation conclusion: 18 - failure to follow instructions: IFU 301-199 polyester multi-product row gelita set b states in section 1.3 contraindications. Gelsoft and gelsoft plus prosthesis are contraindicated for thoracic and extra anatomical use. The root cause of this event was determined to be off-label use. 24 - cause traced to intentional off-label, unapproved, or contraindicated use: IFU 301-199 polyester multi-product row gelita set b states in section 1.3 contraindications. Gelsoft and gelsoft plus prosthesis are contraindicated for thoracic and extra anatomical use.

Event description:
Event date: on (B)(6) 2024. Implant date: on (B)(6) 2024. Event was reported as weaving defects. The surgical graft was used as a circulation line for aortic replacement procedure, and after clamp released, surgeon found blood eject from the surface of surgical graft (not the anastomosis site). This report is being submitted as a follow up 1 for manufacturing report # 9612515-2024-00078 to provide event closure information for (B)(4).